Event description:
Allegedly, at the conclusion of a procedure for the removal of a calcified fibroid, the loop on the electrode broke off into the pt. Doctor was unable to visualize and find broken piece so she performed an open laparotomy that was also unsuccessful. She then conducted another hysteroscopy and this time was able to visualize and retrieve broken piece. The procedure was already at completion when the loop detached. Pt condition good.